Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review and power on self-test were performed. During the visual inspection it was identified that the latch roller was broken. The cause of the damage is unknown. The latch roller was replaced. The pump passed all testing and was returned to the customer in working condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged latch roller. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.